Event description:
Additional information was received indicating diagnostic imaging was not performed.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during a remote follow up, noise resulting in oversensing and pacing inhibition was noted on the right ventricular (rv) lead. The physician suspected rv lead damage, however, it is unknown if diagnostic imaging was performed. Provocative testing was performed and the noise was able to be reproduced. The device was reprogrammed. The patient was in stable condition.